Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when the impella 5.5 device was plugged into the automated impella controller, there was a error message ¿impella defective: do not use. Replace impella.¿ the decision was made to replace the pump prior to insertion. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.